Event description:
It was reported that intermittent unexpected pump resets occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.